Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It is reported that the rigid video scope displayed error e226 scope communication error. This event occurred during preparation for a demonstration. There are no reports of patient harm.

Event description:
It is reported that the rigid video scope displayed error e226 scope communication error. This event occurred during preparation for a demonstration. There are no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.